Event description:
Bulb portion on the bulb tip yankauer, fell into the incision during a mediastinoscopy. The surgeon obtained the tip easily with long tissue forceps. The patient is doing well and required no add'l medical or surgical treatments. There is no negative outcome.

Manufacturer narrative:
Investigation results from cardinal health internal supplier: the sample was received and evaluated to inspection procedures. It was observed the part presents a clear cut with stress marks around the break area and other marks along the part. There was no evidence of brittle material. The device history record for the lots reported were evaluated for issues related to this report. The product was manufactured, inspected, and released in accordance with procedures and the validated parameters. No anomalies were observed in this evaluation. The mfg process was reviewed. It was concluded no problems were found relating to this report. No corrective action was initiated for this issue since no root cause was confirmed.